Manufacturer narrative:
(B)(4). A batch review has been conducted which revealed product met all acceptance criteria for release. Evaluation: ruptured condition confirmed. Visual examination of the sample confirmed a ruptured bladder in a footed position. Baxter conducted a trend review and found that similar reports have been received. A tier ii CAPA (B)(4) was initiated to address the root cause investigation of the bladder rupture issue.

Event description:
It was reported to baxter (B)(4) that the reservoir of a folfusor lv5 device ruptured during patient use. The device was being used to deliver 5-fluorouracil to the patient and the reservoir ruptured with approximately 20 milliliters of solution left. There was no patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.